Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was 130 mg/dl at the time of incident. Customer stated that the insulin pump had stuck button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.